Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was discarded by the customer, therefore unavailable for a physical evaluation. The complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure due to insufficient information provided. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy mitek has been informed that the lot number is not available. Associated medwatches: 1221934-2018-52331, 1221934-2018-52332.

Event description:
It was reported that the healix anchor implants broke during implantation. Another healix anchor was implanted and the case was completed successfully. There was no patient consequence. Another healix anchor was used and the procedure was completed successfully.